Event description:
(B)(4) study. It was reported that side branch stenosis occurred. (B)(6) 2013, clinical assessment identified the patient's qualifying condition as stable angina and the patient was referred for cardiac catheterization. The target lesion was located in the mid left anterior descending (lad) artery with 80% stenosis and was 8 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with pre-dilatation and placement of 3.00 x 12 mm study stent with 0% residual stenosis. Baseline core lab angiography revealed 70% side branch stenosis at 2nd diagonal segment. Post procedure angiography revealed 100% branch percent stenosis in 2nd diagonal segment. The patient was discharged the same day on dual antiplatelet therapy.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).